Event description:
It was reported that the customer's insulin pump had cracks on the display screen. The customer reported blood glucose levels in the 300mg/dl range and 268mg/dl. Troubleshooting was declined. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during our visual inspection. The insulin pump passed prime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.